Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they received an insulin flow blocked alarm that was resolved by changing her infusion set. The customer's blood glucose level at the time of the incident was 363 mg/dl. Customer declined to troubleshoot at the time of the call. She was reporting a past event. The infusion set is not expected to be returned.